Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available, or if the device is returned and analysis is completed, this report will be updated.

Event description:
It was reported this pacemaker had a remaining longevity of 11.5 years. Approximately three months earlier the remaining longevity was 13.5 years. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected patient code to 3191 to capture the reportable event of surgery performed to replace device. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that the high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
This device was later returned for analysis.